Event description:
It was reported that the hardware was defective. The impedance was too high. There was no stimulation effect. The lead was replaced. The pt outcome was reported as ok.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed that there was no anomaly found - normal device function. Final device analysis of one extension revealed no significant anomalies; the extension was ok, but the insulation was melted/cut. Final device analysis of the second extension revealed a reliability non-conformance. There was a short between circuits (dry conditions). The connector area was intact; however, there was an intermittent short between circuits under the #2 connector. There was an intermittent short between the #2 and #3 conductors under the #2 connector. The cut ends of the #2 conductor were suspected to have shorted with the #3 conductor under the #2 connector.